Event description:
The tablet was received on 07/06/2016. An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was identified that the usb port was damaged. The exact cause is unknown but appears to be a user-related event. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Event description:
The tablet was reported to have been mailed but has not been received by the manufacturer to date.

Event description:
It was reported that the usb connector in the (B)(6) clinic, o.r programming system was damaged. Another programming system from the clinic was used to successfully complete the surgery. Additional information was received that the tc was able to confirm that the issue is a broken usb port on the programmer itself. The tablet is expected to be returned but has not been received to date.